Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of tip separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It was reported that the procedure was to treat a lesion in the right iliac. It should be noted that the trek rx global instructions for use states: the trek rx is indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. The reported patient effect of perforation, as listed in the trek rx global instructions for use is a known patient effect associated with use of the balloon catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat stenosis in the right iliac. A 4.00x20mm trek rx balloon dilatation catheter (bdc) was advanced and the tip separated. The tip of the bdc was retrieved with a snare device, but the right iliac was perforated. There was a clinically significant delay and a surgeon was called in to be on call for backup surgery. A covered stent was deployed to cover the perforation in the right iliac. The patient had no complications except prolonged exam time, prolonged time under fluoroscopy and a larger amount of contrast given. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). User facility (voluntary) medwatch report number: mw5058146.

Event description:
Subsequent to the initial medwatch a user facility medwatch was received stating: outpatient scheduled for interventional peripheral angioplasty. During procedure, balloon catheter broke off in abdominal aortic bifurcation. Part of balloon catheter removed from sheath. Angiogram performed showing perforation of right iliac artery and remaining balloon catheter. Second interventionalist was able to retrieve balloon catheter and perforation sealed with viabahn. Patient was stable throughout case. Transferred to ICU post procedure for close monitoring. No additional information was provided.